Event description:
During a laparoscopic cholesystectomy procedure, the suture broke. The surgeon applied another product without pt injury.

Manufacturer narrative:
1/8/1998-supplemental report #1 submitted to FDA.